Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) recorded unstable pacing impedance values that went from low, within range to high, out of range. Furthermore, loss of capture at maximum output was present at an office check. There were no stored events looking like true lead noise. The potential for true lead integrity issue versus spring contact was discussed. Also, there was a signal artifact monitoring (sam) event with the respiratory rate trend (rrt) termination algorithm. As the crt-d went into elective replacement indicator, they will be getting the replacement and lead testing soon. The crt-d and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system with a right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) recorded unstable pacing impedance values that went from low, within range to high, out of range. Furthermore, loss of capture at maximum output was present at an office check. There were no stored events looking like true lead noise. The potential for true lead integrity issue versus spring contact was discussed. Also, there was a signal artifact monitoring (sam) event with the respiratory rate trend (rrt) termination algorithm. As the crt-d went into elective replacement indicator, they will be getting the replacement and lead testing soon. The crt-d has been explanted due to normal battery depletion (nbd) and returned for analysis at this time. No adverse patient effects were reported. The device has been analyzed.

Event description:
It was reported that this system with a right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) recorded unstable pacing impedance values that went from low, within range to high, out of range. Furthermore, loss of capture at maximum output was present at an office check. There were no stored events looking like true lead noise. The potential for true lead integrity issue versus spring contact was discussed. Also, there was a signal artifact monitoring (sam) event with the respiratory rate trend (rrt) termination algorithm. As the crt-d went into elective replacement indicator, they will be getting the replacement and lead testing soon. The crt-d and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.